Event description:
Patient had open heart surgery CABG and aortic valve replacement. During post-operative night, excessive bleeding via chest tubes. Patient was taken back to or for exploration, surgeons found weck-pilling clip had loosened and fallen off saphenous vein graft branch. Repaired.